Event description:
The covidien representative in (B)(4) received a report that the customer stated the patient's parent noticed liquid leaking from the cannula and the inner cannula. It was verified that the "luer lock" did not fit correctly. The patient was brought to hospital and the cannula was changed with a size 8lpc.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.